Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned as the lead exhibited high thresholds and increasing impedance, the lead was then electively replaced. No additional adverse patient effects were reported.